Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was in the 30s mg/dl. Customer suspected low bg could have been due to not eating enough; however customer was not certain of cause. Customer consumed glucose tablets and (B)(6) to address bg.